Event description:
It was reported that the patient presented to the clinic after feeling a patient notification. Upon device interrogation it was revealed that there was an alert for non-sustained rv oversensing. Review of the session records revealed myopotential oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.